Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump and assisted the caller with the reset process, after which the malfunction code did not recur. The customer was advised to call back if the issue happened again and acknowledged the instructions.